Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that prior to a stenting treatment procedure the 2.5x28mm omega stent was defective. Returned device analysis revealed stent damage. This device is only ous approved but is similar to marketed u.s. Device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the omega catheter was received with no original packaging or other devices. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent struts on the distal end of the stent were stretched and extended past the distal tip. The mid-shaft was twisted 2mm from the guidewire exit notch. There was no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).